Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient presented to the hospital after receiving an inappropriate shock therapy due to the device in backup vvi mode. An unexpected power on reset indication prevented a device download from being performed. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported field event of inappropriate therapy and backup vvi (bvvi) was confirmed in the laboratory. Review of the device image indicated the bvvi was due to a power-on reset (por) that occurred during delivery of hv therapy. Visual inspection noted an arc mark on the device can. Further evaluation of the arc mark indicated the presence of lead material. It is believed that the por was caused by arcing between the lead and device can.